Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss /suture retrieval issue was confirmed. Analysis of the returned device also found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss was noted. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.